Event description:
This case was reported by a consumer and described the occurrence of wound infection in a (B)(6) male patient who received double salt denture cleanser (polident denture cleanser) for dentures. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started double salt denture cleanser (unknown), unknown dosing. In (B)(6) 2012, the patient experienced wound infection and wound swelling when his wounded hand (covered with (B)(6)) was accidently exposed to the polident solution. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was continued. At the time of reporting, the outcome of the events was unresolved. Polident denture cleanser tablets are manufactured in (B)(4). Neither the lot number nor product were available. (B)(4).